Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for nine patient samples tested for crep2 creatinine plus ver.2 (creat) on a cobas 8000 c 702 module (c702). The erroneous initial results were reported outside of the laboratory. The first run result of the first patient sample was sent to the doctor of the patient. The doctor requested a repeat of the sample as the result did not match the patient's history. The customer then repeated an unspecified number of patient samples and determined that 8 more (samples 2 through 9) had erroneous initial results. No adverse events were alleged to have occurred with the patients. The creat reagent lot number was 310314. The reagent expiration date was asked for, but not provided. Precision studies were performed and these were fine. The field service engineer found that the cell blank water level was too low, so he adjusted this. Rinse station tubing was also found to be bent and this was corrected. Precision studies and quality controls were run; these were ok. After the service actions were performed the customer's quality controls were all out of range the next day. The field service engineer stated that there may have been air in the system which resulted in a change in gear pump pressure. After the air was purged, the water levels were too high, causing the cuvettes to overflow. He adjusted the fluid level. The issue was solved after this action.